Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch #: unknown. See attached medical records as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states that patient underwent a lap sleeve gastrectomy and operative report provided states the surgeon performed multiple firings of the echelon stapler using a green, a gold, and then blue staple loads. Claim further states that three weeks later, patient presented with fever and elevated white cell blood count due to an infected hematoma adjacent to the surgical line. Patient required IV antibiotics and a drain placed over the course of a 3-day hospitalization and the patient was discharged with drain in place. No further information provided."